Event description:
The pt was having a x-ray examination. The fluoroscopy hand switch stuck in the active position causing the pt to received more radiation than intended. After the switch stuck, the customer hit the emergency off switch which shut down the system. They then had to pry the button free to clear the malfunction. The pt had no evidence of harm from event.

Manufacturer narrative:
(Conclusions) - this was a random part failure. The analysis concluded it was an unintended fluoroscopy that had been estimated as a potential minor injury. There is no filed corrective action required by philips.